Manufacturer narrative:
A doctor reported that he had several patients complain of extreme burning sensation when re-inserting their contacts in the morning. The doctor believed that the patients were compliant with the peroxiclear product direction. The patients reported the incidents at the time of their first contact lens check; although, the incidents occurred before the contact lens follow-up visit. At the follow-up visit, there were no signs of chemical keratitis or conjunctivitis detected. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A doctor reported that he had several patients complain of extreme burning sensation when re-inserting their contacts in the morning. The doctor believed that the patients were compliant with the peroxiclear product direction. The patients reported the incidents at the time of their first contact lens check; although, the incidents occurred before the contact lens follow-up visit. At the follow-up visit, there were no signs of chemical keratitis or conjunctivitis detected. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.